Event description:
The customer reported that when a pt went into cardiac arrest, an m2475b codemaster 100 portable defibrillator was attached to the pt. The battery (m2477b) was fully charged before use. After five minutes, the low battery message appeared and a couple of minutes later the defibrillator shut down. Another fully charged battery was fitted in the defibrillator and monitoring resumed. After three to four minutes, the low battery message appeared. As the users prepared to defibrillate the pt, the defibrillator again shut down. Another defibrillator was attached to the pt using the same pt leads. Monitoring was resumed and a defibrillation attempt was made. The pt was declared dead after subsequent advanced life support was administered.